Manufacturer narrative:
Hospital affiliation: (B)(6). Based on the available information, this event is deemed to be a serious injury. Complainant was unable to provide the model number, lot number or product sizing information. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional information has been received, however should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports he experienced open blisters and redness which led him for evaluation on (B)(6) 2017 at the hospital. He believes this to be due to a reaction to an unknown convatec wafer underneath the mass. On (B)(6) 2017 he was admitted for cellulitis on his abdomen where he received IV antibiotics. He was discharged on (B)(6) 2017 with a prescription to continue on oral antibiotics. His skin remains clear to date wearing an eakin slim. He is of the opinion he has a sensitivity to an ingredient he believes is in the adhesive called bisphenol a (bpa) and reports he has had the same type of irritation with competitive products and "has been hospitalized several times with cellulitis over the last 5 years wearing ostomy products with the exception of nu-hope and cymed both of which do not contain this ingredient," per his own research.